Event description:
Received a report from a consumer that the customer removed part of a tampon from the customer's vagina after the customer's last menstrual cycle ended. Subsequently, consumer sought a medical examination for the vaginal odor and mild irritation that had developed.